Event description:
This is related to essure permanent birth control. Severe pelvic pain lead me to urgent care. I have a pcp who ordered ultrasound / scope which found a large adnexal mass, pending f/u with my gyn (B)(6), and MRI. I will likely have surgery to remove. Mass 6 x 6 x 7.4 cm. (B)(4).